Event description:
I was using the equate cleaning and disinfecting lens care system from walmart to disinfect my contacts. I've been using this type of contact solution for years without an issue (I typically use the clearcare brand, not the equate brand). When I put in my contacts this morning I felt immediate pain and a sensation of a foreign object being stuck behind my eyelid in my left eye. I immediately flushed the eye with saline solution (biotrue solution--not the same solution I used to clean the lenses) trying to get the lens out. After about 10 minutes I was able to remove the lens and it had disintegrated into two jagged pieces. I immediately removed the other lens and it was in pieces as well. 2 hours later I'm still having eye pain. I'm going to the eye doctor later today to make sure that I don't have any more small pieces of the lens left in my eye or chemical damage from the solution. I have been using the same brand of contacts (proclear) for over a decade with this type of disinfecting system and have never had this issue before, so I think user error was unlikely. I believe that the equate solution was faulty. I called the walmart customer service number on the back of the bottle and they said there was nothing they could do, which seems inadequate if this product is unsafe. I put the pieces of broken contact lens back in the case with the solution and saved it. Happy to provide that for testing if needed.